Event description:
New information received stated that the system was explanted and replaced.

Event description:
Noise was reproducible when pressing on the ICD can. Noise is seen on both egm channels. Possible lead damage suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.